Event description:
The patient and mother went to an hcp stating that the keypad button had been sticking and that it was difficult to activate pump functions when pressing the buttons. The patient reportedly does not clean the pump. There is no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. Evaluation confirmed that the keypad buttons were sticking and that the pump intermittently activated pump functions when pressed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.